Event description:
It was reported that, "upon releasing rod inserter from implanted rod, ring became disengaged from inserter."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering eval.